Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the force bipolar instrument was broken. The customer reported that there was no fragment that fell in the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.0980" x 0.1080" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.